Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (r978905301). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got partially re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 2.67mm and left coronary cusp (lcc) was 3.23mm. On (B)(6) 2026, the patient was experiencing hypertension and was treated with losartan.